Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed a power on reset event. When the pump was powered back on the time and date were set incorrectly and deliveries were resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No alarms or delivery interruptions occurred during testing. The alleged inaccurate delivery issue was unable to be duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 585 mg/dl with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that they felt the pump was not delivering accurately. The reporter reviewed the pump history and found no variations in the pump¿s basal and bolus history. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump could not be ruled out as a contributing factor.